Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 70-504 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the emergency room and was admitted to the intensive care unit. Customer reverted to an alternate method of insulin delivery. Customer declined to provide any additional information.